Event description:
Received medwatch in the mail from FDA. Customer alleges that the sheath on the banding device sheared off and remained in the scope so that when the sclerotherapy needle was passed through the channel, it became dislodged into the pt's esophagus. The procedure was prolonged due to the necessity of removing the sheath.